Event description:
It was reported the system displayed a communication fail error message thereby necessitating a reboot to restore functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an investigation. The interconnect cable was evaluated and replaced. The connector on system boards were reseated. The system was tested and found to be working as intended and returned to service.